Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed fluid leaking from the cartridge and connector area and disclosed connecting the connect adaptor to the cartridge while the cartridge was outside of the pump. There were no reported adverse clinical effects. Outcomes included no medical intervention, or hospitalization. Investigation included customer service troubleshooting and use-process review. Investigation of this case revealed user handling inconsistent with the prescribed cartridge change procedure, which can lead to an insecure connection and leakage at the cartridge¿connector interface. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause, and education on correct steps was provided.